Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a piece of the insulin pump broke off. They were using scotch tape to hold the reservoir in. The customer¿s blood glucose level during the incident was within the range of 300 mg/dl to 350 mg/dl. The customer stated the o-ring kept falling out. The damage was located halfway around reservoir on both sides of it. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.